Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one cto recanalization catheter was received for evaluation. Upon visual evaluation, no anomalies noted to transducer handle and saline hub. A partial circumferential break was noted on the catheter, proximal to the transducer handle. The core wire was noted to be protruding the break area. Marker band was present and undamaged. No anomalies were noted to the distal portion of the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported fracture and break as partial break was noted on the catheter and fracture was noted at the core wire of the catheter. A definitive root cause for the reported fracture and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device, method). H11: h6 (component, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral approach, a high pitched noise had allegedly occurred. It was reported that core wire was allegedly fractured at the base of the hub. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral approach, a high pitched noise had allegedly occurred. It was reported that core wire was allegedly fractured at the base of the hub. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.